Manufacturer narrative:
(B)(4). This complaint for a check supply line alarm was not confirmed. The root cause is that the patient disconnected solution bags during therapy. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The product code is unknown, therefor the 510k number is unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
During troubleshooting for a check supply line alarm, which occurred on the home choice (hc) during last dwell, the care giver (cg) stated the last supply bag would not transfer to the heater bag so the cg disconnected the heater bag and added a new supply bag. The technical service representative (tsr) assisted the cg with ending therapy and referred them to the nurse. There was patient involvement but no patient injury or medical intervention was reported.